Manufacturer narrative:
H3: product analysis of (B)(4), lotno:228972646 ¿ as found condition: the pushwire was returned stuck at the distal tip of the phenom 27 catheter, inside a bio-hazard bag, and a shipping box. The pipeline flex shield braid was not returned. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was flattened between 3.0 cm and 15.0 cm from the distal tip. No other anomalies were noted. ¿ testing/analysis: the pushwire was pushed out from the catheter lumen with difficulty. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pushwire was found stuck at the distal tip of the phenom 27 catheter. The observed damage to the catheter (flattening) and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to advance or withdraw the pipeline flex shield through the catheter, encountering resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during delivery. However, the customer indicated that the vessel tortuosity was normal; it was ruled out as a potential cause. It is possible that a lack of continuous flush with heparinized saline may have contributed to the resistance encountered during delivery/retrieval. As the braid was not returned, its potential contribution to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that after the pipeline was successfully deployed, the phenom 27 microcatheter had resistance retrieving the pipeline delivery system; the distal sleeves got stuck. The system was then retrieved together and the catheter was observed to be crushed/kinked at the distal end which was caused by the resistance retrieving the pipeline pushwire ptfe sleeves. It was noted that the devices were prepared and catheter flushed per the instructions for use (IFU). Ancillary device: envoy 6f guide catheter there was no harm or injury to the patient who underwent successful pipeline implantation via femoral access. It was noted patient vessel tortuosity was normal. Additional information received reported there was no damage observed to the pipeline. The cause of the resistance was unknown except it was specified that the ptfe sleeves were stuck at the tip of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.